Manufacturer narrative:
Additional narrative: this device was used for treatment and not diagnosis. Additional product code hrx. This instrument is not intended for implant/explant. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records showed: the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
During a balloon vertebroplasty at l2 for an l2 compression fracture, two large synflate bone tamps were inserted through the pedicles bilaterally at l2 using the recommended 10g trocar. Both balloons inflated normally, the first balloon was removed and vertecem ii cement was injected without incident. On the contralateral side, the synflate balloon would not pass through the trocar during removal. Fluoroscopy revealed the last 2mm of the distal portion of the balloon had jammed in the distal opening of the trocar. The trocar had to be removed with the balloon stuck inside. The surgeon tried to reaccess the pedicle with a second trocar unsuccessfully. He then tried injecting additional cement through the first trocar and was successful in getting some cement over to the contralateral side, however it was less than the ideal amount. There was a 30 minute delay in surgical time this report is 1 of 1 for complaint (B)(4).